Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The response button cover was missing. Additionally, the monitor failed incoming functional testing. The cause for the failure was isolated to liquid contamination on the j1003 component, which allowed high voltage to travel to low voltage circuitry. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were non-functional.